Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device experienced a total power failure event while connected to ac power. There was no patient harm or serious injury reported as a result of this incident.